Event description:
It was reported that a patient with a sternal, cervical and multiple rib fractures had an open reduction internal fixation (orif) on an unknown date. It was discovered on a follow-up scan that the splint that was placed in rib 8 did not cross into the intramedullary to the other side of the fracture. Future plan is unknown at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. Implant date: unknown. Explant date: device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.